Manufacturer narrative:
Section b3: event date updated manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The submitted system controller event log files collectively contained data on (B)(6) 2025, and (B)(6) 2025 through (B)(6) 2025. The majority of the files consisted of intermittent low flow faults, multiple of which resulted in low flow alarms on (B)(6) 2025. Pulsatility index was elevated at the time of the low flows. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient expired on (B)(6) 2025. The death was not considered to be device related, and the device operated as expected. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including hypertension and death. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. Following software upgrades, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that system controller interrogation revealed that the patient had 20 low flow alarms on the morning of (B)(6) 2025. Log file review revealed that the patient had persistent unsustained low flow estimates. The estimated flow appeared to be intermittently fluctuating below the 2.0 lpm alarm threshold. The low flow estimates were noted to be too brief to show up as up as hazard alarms. It was later reported that the patient was re-admitted to the hospital on (B)(6) 2025, and discharged on (B)(6) 2025 due to right ventricle failure, with low flow alarms and shortness of breath. At this time, midodrine was resumed, a milrinone drip was initiated and the patient was discharged with home milrinone. It was also reported that the patient was admitted to the intensive care unit (ICU) on (B)(6) for profound right ventricle failure despite the home milrinone. The patient was also noted to be hypertensive, with sudden shortness of breath and mild lower extremity edema. The patient received bilevel positive airway pressure (bipap) treatment while in the ICU and eventually had an impella rp flex placed. The patient was transferred to another hospital for heart/lung transplant evaluation. The patient's right heart failure was reported to exist pre-left ventricular assist device (lvad) implant, and that the lvad did not contribute to the right heart failure. Log files captured low flow alarms on (B)(6) 2025, as well as 118 low flow events that were too brief to generate an alarm. The patient's average flow appeared to be around 2.0 lpm during the span of time covered by the log files. There did not appear to be any type of external mechanical circulatory support equipment issues causing these events. Additional information reported that the low flows stopped once the patient was admitted and that the low flows were not thought to be related to the right ventricle failure and may be related to the patient's hypertension. It was later reported through patient outcome that the patient passed away due to right ventricle failure. The device was not explanted. The death was not considered to be device related, and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.